Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foreign material adhered to the gauze when wiping off the scope. This issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end nozzle foreign matter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign material found on the gauze that was sent in was identified as silicone. Based on the shape and color of the foreign object, it is likely that it was not originating from the scope. It is likely that the silicone originates from chemicals used in the vicinity, but this cannot be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for a correction to the initially reported device. The product involved in this event was a oer-3.

Event description:
No change to customer event.